Event description:
It was reported that during a percutaneous coronary intervention, the visibility of the radiopaque (ro) marker bands was poor. The apex balloon was inserted into the pt, both ro bands were present and the procedure was completed successfully. However, post-procedure the physician indicated that the radiopaque markers were not radiopaque enough and could not be clearly seen. The physician also noted that the ro markers are difficult to see when using the apex balloon in large pts and at steep angles of the image intensifier. Additional information was requested but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.